Event description:
It was reported via the implant patient registry that an 25mm 11500a aortic valve, implanted for one year, four months, was explanted due to unknown reasons. The explanted device was replaced with a 23mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported via the implant patient registry that an 25mm 11500a aortic valve, implanted for one year, four months, was explanted due to endocarditis, root abscess, dehiscence, and vegetations. The explanted device was replaced with a 23mm 11500a aortic valve. Per the medical records, the patient presented with multiple foci of infection including left hip, gluteus and l-spine. The patient underwent a redo avr. The valve was inspected, and it had multiple vegetations on it. The valve was removed and debrided. The valve was replaced with a 23mm 11500a valve. Post bypass echo demostrated a resutrictive septal defect which is likely residual as well as 2 trace paravalular leaks. Given the setting, this seems acceptable and the patient was decannulated. The surgeon had to go back on for a few more minutes to repair a leak in the aortotomy suture line and separated from bypass again. Another echo came in and more concerned about a pvl leak than previously. The could suggest dehiscence of the portion of the valve. Given the patient's life-threatening coagulopathy, there is nothing to be done about that at the time of procedure. The patient was transferred to the ICU resuscitated him correct his coagulopathy and then reimage and come up with a plan.